Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was not detected on the bus, and the nurse was unable to remove ibuprofen 400 mg tablets; attempts to recover the drawer were unsuccessful. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) assisted with troubleshooting drawer 1.2 pocket c1, which could not be recovered or removed. The station was safely shut down, and upon accessing the windows desktop and reviewing the hardware test application, the affected pocket was analyzed and the issue identified. With guided assistance, the customer resolved the problem, after which user was able to log back into the application and confirm that the pocket was properly detected on the bus. Post-repair validation showed successful recovery of the storage space, and repeated access to the pocket was completed without any further failures, confirming restoration of normal functionality. The system functioned as intended after the field service engineer guided the customer.